Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08715 inches. No under delivery or over delivery anomaly noted. The stop (idle) current and run current measurement tests are within specification. Unit also passed self test, off no power alarm test and unexpected restart error test. Device had intermittent button response on the esc, act and up arrow buttons due to flattened domes switches (no crease). During visual inspection, the keypad connector on the lcd/b was found locked properly. Device had minor scratched display window, cracked battery tube threads, cracked case at the reservoir tube window corner and a scratched reservoir tube window. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the customer was hospitalized due to high blood glucose with blood glucose of over 536 mg/dl at the time of the incident, the customer current blood glucose was 323 mg/dl. The customer was hospitalized on (B)(6) 2018 @ 10.35pm .the drive support cap appears normal (slightly indented). Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will be returned for analysis.